Manufacturer narrative:
The investigation determined that discordant, higher than expected vitros cov2igg results were obtained from a single patient sample when tested using vitros cov2igg lot 0120 on a 5600 integrated system. A definitive cause of the discordant, higher than expected vitros cov2igg results was not established. A vitros cov2igg lot 0120 reagent issue is an unlikely contributor to the event, as historical quality control results were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros cov2igg reagent lot 0120. Unexpected instrument performance is not a likely contributor to the events. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An interferent was an unlikely cause of the discordance between vitros cov2tot and vitros cov2igg results, as results using a nabt on a sample from the patient were concordant with results from untreated samples.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report discordant, reactive vitros anti- sars-cov-2 igg (cov2igg) results obtained from a single patient sample when tested on a vitros 5600 integrated system. The vitros cov2igg result was believed to be discordant based on a non-reactive vitros anti- sars-cov-2 total (cov2tot) result from the same patient sample. Patient 1, vitros cov2igg result of 3.29, 2.80 and 3.12 s/c (reactive) versus the expected result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2igg result was not reported from the laboratory. Patient management was not influenced based on the vitros result and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).